Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient developed an infection at the pocket site. The patient experienced copious amounts of drainage with lack of incision closure and was prescribed a variety of antibiotics that she did not respond well to. Because of her lack of response to antibiotics, it was decided to explant the battery. It is unknown if any environmental/external/patient factors played a part in her issue. Per the patient, multiple antibiotics were tried but she was unable to tolerate any of them due to side effects. The issue was not resolved. The patient's ins was explanted (B)(6) 2017 and will be replaced on (B)(6) 2018. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that they assumed the infection was resolved, as the patient wouldn't be able to undergo surgery with an active infection. The manufacturer representative stated that it was standard procedure to irrigate the pocket site with bacitracin during surgery, so that would have been done when the implant battery was removed. It was noted that patient was prescribed suppositories rather than oral medication, so the manufacturer representative believed that was how the patient tolerated the antibiotics. No further complications were reported or anticipated.